Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During surgery, the surgeon used exeter long stem with the cement. After hardening cement, the blood pressure of patient was decreased. Therefore, the surgeon performed cardiopulmonary resuscitation but the condition was not healed. Therefore the patient transferred to ICU.

Event description:
During surgery, the surgeon used exeter long stem with the cement. After hardening cement, the blood pressure of patient was decreased. Therefore, the surgeon performed cardiopulmonary resuscitation but the condition was not healed. Therefore the patient transferred to ICU. Update: the blood pressure of patient was decreased. Patient died.

Manufacturer narrative:
B2/h1 updated to death based on additional information received. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An event regarding a patients death following surgery involving simplex bone cement was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no product was returned as it remains implanted in the patient. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot code information was provided. Complaint history review: not performed as no lot code information was provided. Conclusions: the exact cause of the event could not be determined because further information such as lot code details, operative report, patient history as well as follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.